Event description:
It was reported that the system left image was intermittently lost. This issue will cause the system to be unusable due to a loss of the live image. There is no report of patient injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the lemo connector were replaced during the svc call. The system was test and found to be working as intended and put back into svc.